Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 failed to recover. A reset had been attempted, but it did not resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce, which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-jul-2022, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary full height, drawer latch inseparable magnet was missed. A field service engineer found the auxiliary full height drawer 5 had failed to register closed, the latch inseparable magnet was missed, replaced latch inseparable, the issue was resolved. The system functioned as intended after the field service engineer repaired the device.